Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on rows 14, 15 and 16 from the proximal end of stent were squashed and deformed. Stent struts from row 11 from the distal end of the stent were also deformed. Stent outer diameter (od) was measured on the undamaged side of the stent using snap gauge and is within the specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues on the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. As part of the analysis, a 0.014" guidewire was inserted through the port site entry and passed out through the bumper tip with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2016. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 34mm in length, concentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 2.50mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. After pre-dilation with a 2.00x8 balloon catheter, a 2.50x38mm promus element¿ plus drug-eluting stent was advanced but could not track the bend in the artery. A buddy wire technique was utilized but it did not help much. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.